Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, there was no 3g-sdi output at all and no image of the subject device. The intended procedure was completed with signal changing to hd-sdi. The message, ¿no signal¿ was displayed in the upper right corner of the monitor connected. In the next day, a sales representative of olympus went to the user facility and checked the subject device. But it could not duplicate the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
Please see update in d5.

Event description:
The procedure was therapeutic. The device was inspected before use. There was no delay in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information about the event. Sections a1, d4, and g2 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.